Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced abdominal pain and shortness of breath as a result of the peritonitis. The patient was hospitalized for the event and was treated with vancomycin 1.5 mg (route and frequency unknown) and ceftazidime (dose, route and frequency unknown). On a later date, the patient recovered from the peritonitis and was retrained on aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.